Manufacturer narrative:
Follow-up 1:device evaluation updated fields: b4, d9, g3, g6, h2, h3, h6, h11. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles , the respective tf 5507 occurred (B)(6) 2025. The event is considered reportable as if such event were to recur during ventilation, the therapy might be affected and therefore a potential deterioration in the patient' s state of health cannot be excluded. The service technician conducted troubleshooting and identified the root cause as a defective sensor board. Consequently, the defective sensor board was replaced. Following the replacement, a full service software update and all necessary calibrations were carried out. The device was then operated in pcv+ mode with 61% o2 selected and no issues presented during testing for over an hour.

Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the device alarmed with tf5507. The ventilator was replaced. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.